Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while locking of pfna-ii blade after turning the inserter and tighten the blade, the impactor was broken. The surgery was still able to go smoothly and be successfully completed. There was no prolongation of surgery; the surgeon used another instrument to complete surgery. There was no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 23 april 2014. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.